Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, intra-op, the lenke filler was broken. The product came in contact with the patient. No fragments of the product remained in the patient. No patient complications were reported. The tip of instrument fractured.

Manufacturer narrative:
Product analysis:probe bent in multiple locations starting ~32 mm from the end of the tip, with approximately ~10 mm of the tip missing and not returned for analysis. The bent tip, nature and location of fracture the surface suggests failure due to bend stress overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.